Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the farapulse procedure to treat paroxysmal atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that during maneuvering the catheter physician noticed the faradrive sheath could not be advanced. Attempts were made to withdraw the catheter into the sheath but unsuccessful. Although, the wire was able to move freely. Sheath and catheter were removed from patient. The physician noted possible interaction between the ice catheter and the farawave system. Outside of the body the catheter was not able to be advanced or retracted from the sheath. No resistant was felt when catheter was inserted into the sheath. The procedure was completed successfully by using a different device (same model). No patient complications have been reported. The product is expected to be returned for analysis.